Event description:
Paramedics attempted to use the device for routine ECG monitoring of a person complaining of difficulty breathing. The device allegedly displayed a leads off message. The operator changed the monitoring electrodes but the device continued to display the leads off message. There were no adverse affects to the patient reported as a result of the alleged malfunction.